Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable root causes are kinks in the tubing and connection error. The IFU offers further guidance. No batch/lot number has been provided, however at this time we have no reason to suspect that the product did not meet specifications at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.

Event description:
It was reported that visiting nurse with patient called in stating that she has had to go to the patient's house several times to change the dressing because the machine is alarming for blockage although there is no indication of any blockage present. No harm or injury reported and no further information available.